Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that he had been experiencing high blood glucose levels on the day of the call. Customer reported that he had a blood glucose level of 300 mg/dl when he woke up and 445 mg/dl by the time of the call. Blood glucose level at the time of the incident was 275 mg/dl. Troubleshooting did not show any malfunction of the insulin pump/ the customer did not complete troubleshooting as he did not have a tubing clamp available. The insulin pump was not replaced or returned for analysis.